Event description:
It was reported that there was a coupling problem and the patient was only getting a maximum of 2 bars. It was noted that this had been an issue since the day after the implant surgery. When they set up the unit, they had it where it went to 8 bars. It was noted that when the patient was almost fully charged, the coupling dropped. It was noted the patient had tried everything to get it to charge. The patient tried charging it for 8 hours on the night prior to the report and only went from 1/2 charge to 3/4 charge. It was noted the patient as sitting there watching a movie and it showed that his recharger was overheating two times. The reporter noted that the implantable neurostimulator (ins) was placed at the edge of the patient¿s buttocks and that the recharger belt actually lifted the antenna off the area so it didn¿t do him any good. It was noted that the ins was lying pretty flat but it was right where the buttocks rolled over. It was noted that the disk was about 3/4 over the ins and the other 1/4 was off the area. The reporter stated that on the morning of the report, the patient woke up sore from lying on the antenna over the ins site and had some swelling too. It was noted the patient had to sandwich the antenna between himself and a chair. Three antenna locator (al) features were attempted with the patient at the time of the report. During the first try, the patient got 2 bars and on the second and third try he got no boxes. It was noted the patient was charging directly over the skin. It was further reported that the patient was unable to get more than 2 coupling bars and sometimes got 0 bars. It was noted that the patient was able to get full bars on the first or second day. The reporter noted the current battery level was 2 bars. It was noted the al provided approximately 46 for the highest number. When returned back to the recharging screen, there were zero coupling bars. It was further reported that the patient was scheduled for an appointment on the day of the report. It was further reported that x-rays were taken on (B)(6) 2014 and a flipped battery was confirmed. It was noted that the patient would be scheduled for a pocket revision. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID a01411002, serial # unknown, product type recharger; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
Additional information received reported that the patient was still having concerns regarding the device or therapy but was working with the health care professional or manufacturing representative. It was further reported that there was a pocket revision done on 2014-(B)(6). It was noted that the patient was doing well and receiving adequate stimulation. It was noted there were no further charging issues reported.